Event description:
Info received indicates the bed exit will not alarm when weight is removed from the bed. The bed exit will alarm when the tap switches are unplugged.

Manufacturer narrative:
The account has not completed repairs.